Event description:
The patient had been on biventricular support with the thoratec ventricular assist device (vad) system for 75 days when a nurse noticed a white thrombus in the rvad. There was no clinical evidence of emboli. The patient was taken to the operating room early on 11/3/97 for replacement of the vad.

Manufacturer narrative:
H-6, results, the component involved was the blood sac of the ventricular assist device (vad) blood pump. H-6, results, no specific root cause could be identified. After initial examination found a small tear in the blood sac, an outside lab was hired to complete light and electron miecroscopy studies. They found the initiation point of the crack was on the outside surface of the blood sac at the same location as an imperfection in the surface. A surface imperfection (a small cut) was artificaily introduced into a vad blood pump, and placed on a mock circulation loop. The blood sac failed after 143 days of continuous pumping, thus reproducing the failure. The resulting crack in the second blood sac closely resembled the one in the sac involved in the incident. This supports the manufacturer's hypothesis that the failure was related to a surface imperfection in the polymer material. The source of the imperfection could not be determined. However, the fabrication procedure for the blood sac has been revised to ensure that any surface debris noted during inspection is cleaned off only with compressed air or by rinsing with isopropyl alcohol, and not by mechanical means which might leave a void in the surface. The MFR considers this to be an isolated incident.